Manufacturer narrative:
The device remained inside the patient and was not available for evaluation; however, the report of low flow alarms was confirmed through the analysis of the submitted system controller log files. The submitted log files contained data from (B)(6) 2017 at 14:27:48 to (B)(6) 2017 at 08:20:22. No hazard alarms were captured until (B)(6) 2017 at 07:44:38 when the low flow hazard alarm became active. This alarm remained active throughout the remainder of the log file with a calculated average flow rate of 0 lpm. Although the reported low flow alarms were confirmed, a specific cause for the alarms could not conclusively be determined through this evaluation as the submitted log files appeared to show the pump functioning as intended. Furthermore, a direct correlation between the device and the patient's fall could not conclusively be established. It was reported that the device was working as expected during that event. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age and weight were not provided. (B)(4). Approximate age of device ¿ 18 days. The lvad remains implanted in the patient but is not in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that one day post-implant, the patient fell and hit their head while going to the restroom. The patient developed a small intracranial bleed and anticoagulation was stopped completely for 24 hours, after which low dose heparin was initiated. No lvad issues were reported and the device was reportedly working as expected during this event. On (B)(6) 2017, approximately 18 days post-implant and 17 days after the patient fell, sudden low flow alarms occurred with calculated pump flows of 0.0 lpm. The alarms were confirmed via the system controller log files. CT angiography showed no flow through the pump. The neurosurgical physicians recommended to wait an additional 2 weeks before another heart surgery with a heart lung machine could take place. Therefore, the vad healthcare professionals decided against surgical intervention / pump exchange at the time. As there were contraindications for surgery, the physicians decided to stop the pump by disconnecting it from the system controller. The patient is reportedly stable with the pump stopped. No additional information was provided.